Event description:
The customer contact reported the device did not sound an audible alarm tone during an alarm condition while on the low volume setting. The pump was returned to the biomedical department with an unsigned note that stated, "no audible alarm." No tracking information was provided; therefore, specific pt information, pump programming, or event details were not available. During testing at the user facility, the device did not sound an audible alarm tone during an alarm condition while on the low volume setting. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. Though requested, no additional information was provided setting.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.